Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. One fin was fractured from the device and was not returned. A second fin was returned bent and fractured from the device. The third fin is bent and the fourth has no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the product specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a cl procedure, a biosure sync 7-8mm tibial fixation was fractured. The insertion site was cleared of all debris prior to insertion and all the pieces were removed from the patient with forceps. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).